Event description:
It was reported that 4 palatal (braided polyester filament) implants were implanted into the soft palate on (B)(6) 2011. Upon a visit to the dr's office on (B)(6) 2012, the patient complained of pain and difficulty swallowing. One partially protruding implant was noted and removed using a local anesthetic. It was noted the implant had migrated and signs of pending infection were also noted. There was no report of patient injury or permanent impairment. The device was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. We are unable to determine the definitive cause of the reported event. This product was being used for treatment, not diagnosis. Product description: the system consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. The implant is approximately 0.7 inches (18mm) in length and has an approximate outer diameter of 0.08 inches (2 mm). The delivery tool consists of a handle and 14- gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed. The delivery tool is disposable. The pillar system ('system') is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. Potential complications: use of the system involves potential risks normally associated with the use of any implanted device, including but not limited to, those listed below: difficulty swallowing, erosion of implant, gastro-intestinal obstruction, implant aspiration, implant rejection, implant migration, infection, mucosal edema partial/full extrusion of implant, sore or scratchy throat, voice/taste change allergic reaction to implant material, foreign body sensation.